Event description:
It was reported that insulin pump would reset without warning. It was also reported that insulin pump would not progress past 3 on countdown. Insulin pump was also making a constant noise. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with frozen screen and constant tone after counting down number 3 after battery installation, problem isolated to mother board. Unable to verify for reset alarm anomaly due to frozen screen. Pump received with cracked reservoir tube lip.